Event description:
Technician reported 5 blood leaks on the CT 190g dialyzer. Blood leaks were verified visually and with positive hemastix. The technician believes the reported blood leaks occurred during uses 2 or 3. Treatment was resumed with a new dialyzer and blood lines, and completed without further incident. No patient injury or medical intervention reported by the technician.